Event description:
The customer reported weakly false positive reactions of a b positive unit of blood with blood grouping reagent seraclone anti-a art. ¿no. (B)(4), lot 7003130-01. The customer has sent us segments from the unit of blood which had reacted false positive and a vial of the complained lot of reagent. The complained vial was tested with a segment of the b positive unit of blood in the immediate spin method. The weakly positive reaction of the customer was confirmed. The weakly positive reaction was also confirmed by the testing of reagents of competitors. Due to technical problems the molecular typing of abo blood group was not possible.